Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer filled the cartridge with 480 units and possibly a little over. Also, it was reported that the pump unexpectedly reset multiple times. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.